Event description:
It was reported that when the device was used during a laparoscopic cholectomy procedure, it "locked out" before firing. Another device was opened to complete the case. There was no consequence to pt.